Event description:
It was reported that an unspecified quantity of clearlink/duo-vent secondary medication sets had connection issues and were leaking from the spike. The leaks were observed while spiking the bag of medication. This issue was further described as, ¿the spike is actually shorter as well¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.